Event description:
Elderly female patient who underwent sacrospinous ligament fixation for vaginal apical prolapse last week. During the procedure, a boston scientific capio slim suture capturing device was loaded to be used for general suturing applications during the surgery. In this case, the suture device was properly loaded but would not fire correctly. The surgeon reported that although the device was properly loaded, it was not firing at all when he attempted to engage on a ligament.